Event description:
Hcp reported pt experienced t-9 region spasms just before christmas. She then developed urinary retention after starting on oral opioid medications. CT scan was negative with catheter tip at t-7. MRI in january showed a 1 x 2.5 cm mass centered at t-10, a few segments below the tip of the catheter. MRI showed mass centered at ~t-10. Additional studies and treatment are pending.